Event description:
It was reported that the customer had a motor communication error alarm on the insulin pump. Customer stated that it will not get past the fill cannula. Customer's blood glucose level was 429 mg/dl. Customer stated that she will treat now that the pump is set up right. Customer was assisted with programming. Customer was walked through the bolus review. Customer declined troubleshooting for high blood glucose levels. Customer had been off the pump for the weekend. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.